Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead was not successfully implanted due to lead damage. The lead tip was bent or kinked upon attempt to place into the introducer. The rv lead was never in service. No adverse patient effects were reported.